Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/07/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot peb833, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis two unopened samples of product code epm8745, lot peb833. During the visual inspection of two unopened samples, no defects were found on the packages. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG heart procedure on (B)(6) 2020 and suture was used. During the procedure, while suturing the distal portion of the anastomosis, the suture broke at the mid-point. Another like device was used to complete the procedure with no adverse patient consequences reported. No additional information was provided.